Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was found to exhibit high out of range pacing impedances on the right atrial (ra) lead. The health care professional (hcp) called technical services (ts) for further review of the device stored data. Upon review, ts confirmed a gradual increase in ra lead pacing impedance measurements until they were greater than 2000 ohms over the past month. The ra lead was found to also exhibit oversensing and noisy signals. Ts recommended for an in person visit for the device to be evaluated further. Subsequently, during a later visit, the crt-d system was evaluated. Isometrics were performed and the noise on the ra lead was reproducible. It was noted that undersensing was observed when the noise was not present. It was also noted that the patient was found to have intermittent left ventricular (lv) lead stimulation. Ts discussed programming options with the hcp. It was noted that the ra and lv leads were non-boston scientific leads. At this time, the crt-d device, ra and lv leads remain in service. No additional adverse patient effects were reported.